Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd camera head had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for inspection, and the reported issue (no image) was not duplicated / confirmed during evaluation. In addition, the following non-reportable malfunctions were found during evaluation: kinks and knot in cable and faded serial plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the phenomenon was not duplicated during evaluation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.